Manufacturer narrative:
Pump passed the displacement test but prime/fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/compromised forced sensor system alarm and excessive no delivery test due to prime/fill anomaly.

Event description:
Customer reported via phone call that the insulin pump was not fully doing a rewind. Customer's blood glucose value was 219mg/dl. Customer did not want to use the insulin pump and is requesting for another pump. The device will be return for analysis.